Event description:
This male experienced side branch occlusion during the implantation of a cypher stent. Medical history included hypertension and hypercholesterolemia. During the initial procedure, one cypher stent was implanted in his proximal lad. No complications were reported. The following month, his began experiencing chest pain with exertion. He returned to the cath lab, where angiography found the stent patent. The pt stated that the physician then told him "the pain was in his head", so he sought a 2nd opinion. The new physician started him on isosorbide, which helped somewhat but did not completely resolve the issue. Four months later, he was re-cathed. This confirmed that the original procedure was stenting of "lad bifurcation stenosis with entrapment/jailing off of the diagonal". It appears that the ostium of the side branch was then balloon dilated through the stent struts to restore flow; additionally, a new lesion in the mid-lad was treated. It was confirmed that there was no in-stent or peri-stent restenosis of the originally implanted cypher stent.

Manufacturer narrative:
The stent could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. Side branch occlusion is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that procedural factors may have contributed to the event.